Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call indicating a button error on her insulin pump. The patient's blood glucose reading was unknown. The customer's mother stated that her daughter's pump was acting up. The customer's mother stated that he pump suddenly froze and showed button error. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during our testing. The insulin pump had cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, broken belt clip slot, cracked battery tube threads and cracked reservoir tube lip.